Manufacturer narrative:
The customer's report of a leak at the filter was confirmed.

Manufacturer narrative:
Concomitant medical products: 3ml syringe w/protonix,, therapy date (B)(6) 2017. The customer's report of a tubing leak was confirmed; however the leak was from the vent of the micron filter component, not from the anti-siphon valve component as reported. Visual inspection of the set noted no obvious damages or issues. Functional testing confirmed leaking from the 0.2 micron filter vent. Pressure testing resulted in no leaking. The root cause of the leak was not identified. An incidental finding of a check valve failure was also noted. The root cause was not identified.

Event description:
The customer reported a leak from the 0.2micron filter which occurred in the cvicu. There was no report of patient harm.